Event description:
It was reported that can not be seen through the device. A backup device was available to complete the procedure with no delay or patient injuries reported.

Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for they cannot see through the device. A visual inspection was performed and showed the scope to have distal tip damage with a broken negative lens. This damage is caused by contact with another source. No manufacturing related defects were observed.